Manufacturer narrative:
The outcome of the previously reported worsening pad of the right limb approximately 17 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left pta approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left a plantaris approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening gangrene and pad of the left limb approximately 19 months post index procedure is resolved. The outcome of the previously reported necrosis resulting in amputation of the right upper limb approximately 19 months post index procedure is resolved. The investigator assessed the previously reported worsening of pad in the left limb and worsening of pad in the left limb which occurred approximately 24 months post index procedure as not related to the study device or procedure. Outcome is unresolved. The outcome of the previously reported stenosis of the left popliteal approximately 24 months post index procedure is resolved. The outcome of the previously reported occlusion of the left infrapopliteal arteries (ata and a fib) left approximately 24 months po st index procedure is resolved the outcome of the previously reported occlusion of the atp left approximately 26 months post index procedure is unresolved. The outcome of the previously reported acute worsening of pad left approximately 36 months post index procedure is resolved. The patient was treated with non-medtronic pta.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (revascularization). Conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).

Event description:
It was reported that approximately 36 months post index procedure, the left anterior tibial artery (ata) was treated with an unknown brand pta device due to acute worsening of pad left. The investigator indicated that the event was not related to the study device or procedure.

Manufacturer narrative:
Inherent risk of procedure ¿ (thrombosis) (B)(4).

Event description:
The patient experienced thrombus of the left ata approximately 32 months post index procedure and received lysis as treatment. The investigator assessed that the event was not related to the study device or study procedure. The event was resolved.